Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient could not communicate with either his recharger or patient programmer and had not successfully recharged his implant since last week. The patient tried repositioning the antenna but still could not communicate. He stated he had a recent fall. The patient also reported that the implant began ¿acting weird¿ because he had to turn it all the way up for efficacy, but clarified it was because he did not have fentanyl patches available to address the pain that came. The patient was to contact his healthcare professional. Follow-up was conducted.